Manufacturer narrative:
H10: the actual device was not available; however seven (7) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The first photograph showed one black insect in the waste bin with unknown solution and the second photograph showed one black insect on the apd blue organizer surface (outside fluid path). None of the seven photographs showed an insect inside the fluid pathway. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were insects inside the line of a homechoice automated pd set with cassette. It was further described as "pieces of insects flowed with dialysis solution into the waste bin, during purging air bubble." This was observed during priming of the device for peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.